Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, wall adapter, and confirmed working wall outlet, and issue persisted even after pump remained connected for extended time and after trying different wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections if pump battery depleted before new charging supplies arrived, and technical support arranged shipment of replacement charging cable and wall adapter and planned to follow up.